Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 1 year since the subject device was manufactured. A review of the device history record and trending found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be specified however, based on the results of the investigation, the following considerations have been reviewed as possible cause to the reported phenomenon: a) it is presumed from the fractured surface of the shaft section that fracture occurred due to fatigue of metals. The cause was unable to be specified since abnormalities were not observed in the suction channel and information of the handling method at the facility could not be obtained. Communication provided to the customer: since the shaft section of the cleaning brush was fractured due to fatigue of metals, it is of concern that the cleaning brush had been used multiple times. Since this product is for single use, if it is used multiple times like reusable product, it may lead to breakage of the device. The facility needs to dispose of this single use brush product after every use. During a follow - up with the user facility, it was confirmed that: the device issue was found during cleaning and disinfection of the scope. The exact customer complaint request was due to ¿"suspected cleaning brush clogging." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were able to be confirmed. During the device evaluation it was observed that there was a brush clogging the suction channel, that could not be inserted or removed. It was observed that the bending angle in the down position was insufficient due to elongation of the angle wire. Upon further inspection, it was observed that the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was observed that the illumination lens was cracked due to external factors or tip collision. It was also observed that the flexible tube of the insertion section was crushed due to external factors. Wrinkles were observed in the insertion tube due to external factors. It was observed that the curved rubber adhesive was missing. It was also observed that the adhesive part of the lighting lens had come off due to handling. It was observed that the paint on the suction cylinder was peeling. Lastly, scratches were observed on the following unit components due to external factors: curved rubber, curved rubber adhesive, operation part, switch box, operation unit cover, up and down knob, up-down angle fixing lever, right and left knob, the grip, on the scope connector side of the universal cord, scope connector, scope connector cover and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported to olympus on behalf of the customer, the gastrointestinal videoscope had a ¿mouthwash brush clogging.¿ it was also reported that the scope had reduced angulation in the down position. There was no patient/user harm or injury reported due to the event.